Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one of the systems dispense 2 different doses of medication. A technical support specialist dialed into the server and checked the order pattern, finding no issues. The problem occurred only once. Customer confirmed the issue no longer persists. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es dispensed two different doses of medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.